Manufacturer narrative:
D10: concomitants: 6110526 200-07-32 - advanced patella 32mm 3 peg implant 6433989 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 6461907 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 11 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, tissue and bone loss. No further issues or complications were reported. No additional information is available.